Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient completed their 12 sessions on (B)(6) 2016. In the month of (B)(6) 2016, the patient still experienced retention as they were unable to fully empty their bladder. As a result, the patient had a bladder infection. The patient went to see their health care provider (hcp), who prescribed medication. If the medication didn't clear the infection, then they may consider giving the patient some type of injections. The event was ongoing.